Event description:
The customer reported that the images come out and have subtracted images.

Manufacturer narrative:
The ge svc rep verified the image quality problem and found and repaired the retracted video pin in lemo connector.